Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range impedances on a competitor's left ventricular (lv) lead. An attempt to electronically reposition the lead was unsuccessful due to complaints of diaphragmatic stimulation. The patient was sent for a chest x-ray. Attempts to obtain additional information was unsuccessful. As of today the device remains in service. No adverse patient effects were reported.